Manufacturer narrative:
Reported event ¿unit had a flame and burnt the patient¿ was unconfirmed. Additional problems found that the hardware needed upgrade. The evaluation was completed and final tested. The unit met all specifications. The preventive maintenance was overdue and completed as part of this repair order. The service history was reviewed, and no prior data was found. A DHR (device history record) review was not conducted as the device has been in the field greater than 12 months. A two-year review of complaint history revealed there has been a total of 23 reports, regarding 23 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: the hyfrecator® 2000 is capable of causing physiological effects, including burns to the patient or operator. The hyfrecator® 2000 should be tested by qualified service personnel on a periodic basis. Conmed suggests examination of the unit at least every 12 months. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, 7-900-115, hyfrecator 2000, 115v/50-60hz was being used on (B)(6) 2025 and "¿while the doctor was doing a biopsy and the unit had a flame and burnt the patient forehead and singed his hair. The patient was treated at the office and is ok¿¿ a good faith effort was completed; however, no information has been obtained. This report is being raised due to the reported injury of patient burn of unknown degree.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Event description:
The customer reported that the device, 7-900-115, hyfrecator 2000, 115v/50-60hz was being used on (B)(6) 2025 and "¿while the doctor was doing a biopsy and the unit had a flame and burnt the patient forehead and singed his hair. The patient was treated at the office and is ok¿¿ a good faith effort was completed; however, no information has been obtained. This report is being raised due to the reported injury of patient burn of unknown degree.